Event description:
Reporter alleged obtaining the results of 489 mg/dl and 135 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining the results of 27 mg/dl and 85 mg/dl back to back within 10 minutes on a separate day on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.